Event description:
It was reported to boston scientific corp that during a prostate biopsy, the trupath biopsy needle misfired on the first attempt to gather a sample from the patient's prostate. A second needle was tried, and the procedure was completed. There were no complications reported. Pt is reported to be fine.